Manufacturer narrative:
The event date was updated as per the additional information received. A sample was not received at the investigation site for evaluation for the report of iris device adhesion, intraocular inflammation, pigment dispersion, sequelae, subject moved head during insertion; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. A possible root cause is that device malposition and microstent-cornea or microstent-iris touch are an established risks associated with use of the microstent system that is clearly specified in the product instructions for use (IFU). Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU could potentially contribute to an outcome similar to the reported event. Device malposition and microstent-cornea or microstent-iris touch are potential intraoperative adverse effects included in the potential adverse effects of the device on health. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via clinical study reported after trabecular bypass stent, patient had iris device adhesion which was noted as mild associated with an intraocular inflammation, pigment dispersion, irregular pupil difficulty. It was additionally reported that with the microstent during the final implant during surgery, subject moved head and eye during insertion hyphema. The hyphema was resolved on (B)(6) 2025 without any intervention; however pupil remains oval. As per physician, the event was related to device.

Event description:
A physician reported via clinical study reported after trabecular bypass stent, patient had iris device adhesion which was noted as mild associated with an intraocular inflammation, pigment dispersion, irregular pupil difficulty. It was additionally reported that with the microstent during the final implant during surgery, subject moved head and eye during insertion hyphema. The hyphema was resolved without any intervention; however, pupil remains oval. As per physician, the event was related to device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).